Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to an email received on 01/04/2018: "brain obstruction onset date (B)(6) 2017."

Event description:
According to an email received on 01/04/2018: "brain obstruction onset date (B)(6) 2017."

Manufacturer narrative:
Upon further correspondence with the proper individuals in regards to the study, it was revealed that the "patient was part of a randomized study and no bioglue was used." Because bioglue was not used in the procedure, the reported event cannot be attributed to bioglue. Due to this information, no further action is required.